Manufacturer narrative:
Product complaint # (B)(4) d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: h6. Type of investigation. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3365172 mfg date: 5/22/2023, exp date: 5/24/2028, batch 3403097 mfg date: 8/16/2023, exp date: 8/17/2028. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the adapter broken, luer locks and spray and drip tip damaged. In addition, the syringe holder was returned with pre-filled syringe fill and two (2) extra airless spray tips. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. Additional information: lnstituto grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information regarding the experience of the user with the product, if any leakage was observed as well as pictures/samples of the involved device. The following additional information was received: the user has experience with the product. No leakage was observed at the luer locks connection. The sample was returned for evaluation to ethicon facilities. According to our standard procedures, it was initiated an investigation focused on the following: a. Evaluation of the returned device at ethicon facilities: it was received from ethicon the investigation related to the returned unit. The investigation conducted by eth icon indicated the following: visual analysis of the returned sample determined that the device was returned with the adapter broken and luer locks and spray and drip tip damaged. In addition, the syringe holder was returned with pre-filled syringes filled and two extra airless spray tips. Due to the condition of the retuned device, no functional testing could be performed to evaluate the reported incident. As part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to ethicon investigation, the event reported is related to an improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. B. Investigation of the dual applicator tip: considering the nature of the incidence reported, it was requested to eth icon to carry out an investigation of the batch of tips involved as eth icon is the supplier of vistaseal dual applicator. The investigation provided by ethicon was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. Based on the results of the investigation performed by ethicon regarding the returned unit, the damage observed in the luer locks as well as there were no evidences detected during the manufacturing process of the tips and the results of the incoming inspection of the tips were correct, it can be concluded that the reported notification is not related to the quality of the product or any of the related components. Considering the damage observed on the returned device it can be determined that the most probable root cause could be related to an improper use of the device. For that reason, we would like to remark the importance of following the leaflet instructions and highlight the following indication: do not use any external element or tool to dissemble the tips and unscrew the luer locks manually. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown robotic procedure on (B)(6) 2024 and a fibrin sealant preparation device was used. They were not able to attach the applicator. Another like device was used to continue with the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. H6. Medical device problem code: a27 ¿ unable to attach. H6. Component code: g07002 - device not returned. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No, they have used it for many years. 2. How many times have they applied the laparoscopic tip? I would say in the hundreds 3. Was a sales representative present during the case when the issue was experienced? No. But they called me on the phone and I talked them through it. 4. Was any leakage or product solution observed at the luer locks connection? No. 5. Were there any unexpected outcomes or complications as a result of the event? No. 6. Are there pictures of the damaged device available? No. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3365172 and 3403097. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.